Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment and patient outcome was not reported. It was reported that the "catheter" was removed with no plan to reinsert. The reporter declined to provide additional information.